Manufacturer narrative:
Additional devices included on this report are as follows: item #plc121000/ lot #16497255/ UDI (B)(4).which is captured in manufacturer report #3013164176-2019-00020.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. During the procedure it was noted that the aortic diameter at the level of the trunk-ipsilateral leg component flow divider was, "13mm-14mm." Reportedly, it was suspected that post-deployment ballooning of the contralateral gate may have caused the ipsilateral limb to partially collapse. It was reported that, on (B)(6) 2019, thrombus was noted in the ipsilateral limb of the trunk-ipsilateral leg component below the device flow divider. It was also reported that the contralateral leg component located in the patient's right common iliac artery, was occluded. It was reported that, on (B)(6) 2019, a thrombectomy was performed, and the physician deployed two bare metal stents within the trunk-ipsilateral leg and contralateral leg components, creating a new flow divider. The procedure was concluded and no further issues were reported. The patient tolerated the procedure.